Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "patient's concern with the product" and deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis identified yellow particle material on the shell and creases.

Event description:
Additionally, healthcare professional reported "any creases", "particles in valve", and "hole in valve". Device was discarded after surgery.